Manufacturer narrative:
Cont. H.6. Health effect-f2201-biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "began to feel discomfort and pain in the prosthesis, especially on the right side. [Later] worsened and went for tests and was found to have developed seroma, and made the puncture. The patient says that because of this, will change the prosthesis." Healthcare professional confirmed right side seroma-late. Device remains implanted.

Event description:
Patient reported right side "began to feel discomfort and pain in the prosthesis, especially on the right side. [Later] worsened and went for tests and was found to have developed seroma, and made the puncture. The patient says that because of this, will change the prosthesis." Healthcare professional confirmed right side seroma-late. Device remains implanted.